Event description:
On 6/5/2008, abbott spine became aware of the following event as a result of a post market clinical study. In 2007, the pt underwent an l4-l5 minimally invasive surgery (mis). On an unk date the pt experienced low back spasms, persistent lower back pain, leg pain and numbness, urinary retention, and spinal stenosis. On an unk date, the urinary retention had resolved. In 2005, the persistent lower back pain improved, but back pain increases with walking and was only able to walk short distances. When the pt bends over, it relieved the pain. In 2005, the leg pain and numbness had resolved. It was noted on the CT scan that there was additional stenosis on l3-l4 level. In 2005, the physician felt that the stenosis at l3-l4 was the cause of most of the pain. On the same month, the pt had decompressive laminectomy for stenosis at l3-l4. Seventeen days later, the pt was seen in the physician's office for a post op visit. The pt reported that the lower back pain had resolved. The pt had been walking with increased mobility without any pain.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse events in a post market clinical study. Eval is pending.